Manufacturer narrative:
Model number/catalog number: 720185-01, (B)(4), model/catalog description: reservoir flat iz 100 ml, expiration date: 10/13/2017. Manufacturer date: 10/29/2015.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the device failed to cycle. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. No further complications were reported in relation to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.